Event description:
Rec'd a message from medical director regarding the "tvt" device. Medical director contacted the surgeon and found out that the surgeon used "tvt" on a 12/30/98 procedure. The pt came back to the gynecologist on 3/5/99 complaining that the sutures were palpable in the vagina. The pt was diagnosed on 3/10/99 with asymptomatic separation of the vaginal incision, measuring approximately 1" x 1/4". There were no evidence of infection, hematoma or other local pathology. A second procedure was completed on 3/23/99 to close the vaginal incision. It was noted that the "tvt" was not infected prior to closure of the incision. Upon speaking, the surgeon reported that the pt tolerated the second procedure well. The surgeon reported that he uses ethicon, inc suture on the vaginal incision. The surgeon knew the suture was a 2-0 vicryl but was unsure of the lot number or product code. Surgeon also reported during the re-operation there was no trace of suture that could be seen. The surgeon reported using a vicryl suture to reclose the vaginal incision.